Manufacturer narrative:
Upon inspection of this mattress, the nylon cover delaminated from the inside out at the center of the mattress allowing for fluid to enter the foam of the mattress. There is no lot number to this mattress. A new mattress was delivered to the facility on (B)(4) 2014. This mattress has been quarantined until further investigation. A follow-up report will be submitted upon completion of the investigation and/or corrective action.

Event description:
Customer sent an email stating that the mattress sealant was leaking.